Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Patient reported and healthcare professional confirmed "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, wear abrasion, and an opening on anterior. Leak test and microscopic analysis was performed which identified, a sharp opening on valve bond edge. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on valve bond edge assessed, as an unidentified (tear) opening.

Event description:
Device has been explanted and replaced.